Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The implantable pulse generator (ipg) also exhibited premature battery depletion. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.